Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was that a patient underwent an excision of right sublingual gland and cyst on (B)(6) 2019 and suture was used. During the procedure, the suture split which made it impossible to go through the hole in the needle for the surgery. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.